Event description:
It was reported that an ilet user experienced high blood glucose and intentionally delivered insulin by activating the fill tubing only function while connected via infusion set and tubing to reduce a postprandial glucose rise attributed to not using meal announcements. Highest reported glucose was 400 mg/dl. Symptoms included dizziness, nausea, and shakiness consistent with hyperglycemia. Outcomes included correction of the high glucose without hypoglycemia, outside assistance, or medical intervention. Investigation included customer counseling and education on correct use of the device and the risks of using fill tubing only while connected. Investigation of this case revealed no device or supply malfunction and found user-initiated off-label use of the fill tubing only feature to deliver insulin while connected, which is improper use of the infusion set and cartridge. It was concluded, based on previously established findings for similar reports, that the cause was user error due to improper use and inadequate adherence to therapy instructions, specifically not announcing meals and using the fill feature for correction.